Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for atrial tachycardia (at) with rapid ventricular. At this time device remains in service. No additional patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
It was determined that since the electric shocks were not delivered outside of an isolated episode, this is considered a not reportable malfunction.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for atrial tachycardia (at) with rapid ventricular. At this time device remains in service. No additional patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.